Event description:
During variax dr surgery, the aiming block could not be attached to the plate. Attaching was attempted many times, then pin is damaged. After that the surgeon used same size other plate, the aiming block could be attached to the plate easily.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.